Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported the procedure was being performed in the sicu. They opened the ask-42703-ms2 tray and the lidocaine ampule was found broken. There were no delays in treatment and no pt deaths or complications were reported. No add'l info is available.